Event description:
I used fixodent, poligrip and super poligrip from approx in 1997 until now. I'm still using them. While using them, white using them after my surgery I really began having numbness, tingling in my extremities. In 2008, I was diagnosed with neuropathy. I don't know if blood test were taken. Should find everything in my records. Neuropathy is permanent and requires medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1997 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.